Manufacturer narrative:
The event occurred in (B) (6).

Event description:
It was reported to boston scientific corporation that a hydrajagwire guidewire was used during a procedure to remove bile duct stone(s) performed on (B)(6), 2010. According to the complainant, after the procedure was completed, the physician noticed that the distal end of the hydrophilic coating of the guidewire peeled off. Additional information revealed that the physician did not face resistance advancing the guidewire and no part of the coating fell into the patient. The procedure was completed with the subject hydrajagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
Manufacturer's first level investigational unit observed the lancet protrudes beyond the end cap of the multiclix device after firing. Suspect device had been returned.